Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Lancet protruded from the opening in the cap. The lancet drum was properly seated in the device when the lancet did not retract. Lancing device and lancets replaced and requested. No adverse event alleged.

Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year.